Event description:
On (B)(6) 2005, a (B)(6) male patient underwent right knee arthroscopy with pinning of the osteochondral fragment. The single use drill bits by arthrex were used and arthrex darts inserted into bone. All instrument counts correct. At 1 week f/u appt., x-ray shows drill bit fragment left behind. Return to surgery (B)(6) 2005, unnecessary procedure and expense - delayed recovery.